Event description:
Surgeon was performing surgery on the da vinci console when they noticed that the wires of the intuitive fenestrated bipolar instrument was broken. Took the instrument off the field and opened a replacement.